Event description:
Rptr noted corneal burn occurred at beginning of cataract extraction by phacoemulsification (left eye). Feels there was a sudden increase in temperature of the tip, possibly due to occlusion. Replaced tip to complete case. On 12/12/99, the pt experienced perforation of the cornea. After two days, pt underwent conjunctival covering. Current condition: hypotonic eye, stretching of the pupil, heavy astigmatism. Va=2/10. Prognosis: uncertain at this time.